Event description:
It was reported during the drilling of a total shoulder procedure the drill broke. No adverse consequences to pt. Case completed with no complications. No pt info or any other info available.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.